Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the white screen issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had displayed a white screen when powered on. As a result, device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had displayed a white screen when powered on. As a result, device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event